Manufacturer narrative:
The actual attachment device has been returned. Reliability engineering evaluated the device and the reported condition of burr will not fit into the attachment was confirmed. Testing was performed and the event was duplicated. Findings revealed that this event was due to normal wear and servicing over time. If additional information should become available, a supplemental report will be sent accordingly.

Event description:
It was reported that "the burr would not fit" into the attachment device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.